Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and high voltage right ventricular (rv) lead exhibited high out of range shock impedance measurements between 135 to 145 over the last year. It was noted the rv pacing impedance, threshold and amplitude were all within normal limits. Boston scientific technical services (ts) was consulted and suggested performing commanded shocks to test the integrity of the system. Calcification was discussed as a possible cause, however the cause remains unknown. The crt-d and rv lead remain in service. At this time it is unknown if any further testing was performed. No adverse patient effects were reported